Event description:
Discordant results were obtained on an advia centaur cp instrument. The results were not reported to the physicians. The operator realized that she switched the places of acid and base reagents. Quality control (qc) was run before changing acid and base reagents and was in range. Qc was not run after changing the bottles. The instrument was switched-off waiting for a service engineer. There are no known reports of patient intervention or adverse health consequences due to the unbelievable results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the event was user error. The user stated that the analyzer had definite labeling on it designating where each reagent should be placed. The fse decontaminated the system. The instrument is performing within specifications. Further evaluation of the device is not required.